Manufacturer narrative:
(B)(4). Additional information: did the steam whistle issue cause difficulties with insufflation ? --- the information was not provided from the hospital. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? --- the information was not provided from the hospital. What was the gas consumption rate or volume (liter/minute)? --- the information was not provided from the hospital. Were you able to identify leak and where the leak was coming from? --- the information was not provided from the hospital. Was a device inserted in the trocar during the leaking and while heard steam whistle noise? --- yes, if so, what device? ---a forceps. Was any torque being applied to the trocar or device? --- the information was not provided from the hospital. The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed; no noise issues were noted during functional testing. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic ileocecal resection procedure, the duckbill valve was not closed and the noise sounded like a steam whistle. This continued more than twenty seconds after the forceps were pulled out. The noise was heard soon after the operation started. The longest time of the noise was about five seconds at first. However, the noise was getting longer as time went on. Four hours later, the noise did not stop even though over twenty seconds passed. The device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).